Manufacturer narrative:
(B)(4). The device history review the product visistat 35w 6/box, lot number investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events

Event description:
Alleged event: the staples could not be closed after they came out of the stapler. The patient's condition was reported as fine.